Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they experienced a seven second pause in their heartbeat, telemetry difficulty and they have "had nothing but trouble" since getting their implantable pulse generator (ipg). This event is being conservatively reported in an abundance of caution in response to the advisory describing the potential for device circuit error to occur while the device is processing an atrial-sensed episode. The patient further reported that their left arm is swollen in a few places, they have experienced strong pulses of pain and they have high blood pressure. The ipg remains in use. No further patient complications have been reported as a result of this event.